Event description:
The device was not implanted because the initial shock could not be delivered. There are no adverse events reported for this patient.

Manufacturer narrative:
Upon receipt, the device status was bol. A number of five charging cycles was documented. The shock table documented attempted induction shocks. The delivered shock energy for these shocks was, however, 40 j. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device delivered a defibrillation shock as specified. Next, the clinical observation could be reproduced upon performing a 1 joule induction shock following a manual 40 j reformation. The ICD was opened. The analysis of the electronic module revealed a defective dump resistor. This represents a random component failure, possibly leading to higher (but never lower) delivered shock energies than intended. The dump resistor is intended to dump unused shock energy from the shock capacitors. As a result from the defective dump, the ICD had still partially charged capacitors at the time the induction shocks were attempted, preventing the regular 1 j shock delivery. In summary, a defective dump resistor prevented regular induction by causing shock delivery with higher energy than intended.